Event description:
A report was received that the patient was experiencing persistent pain over the ipg site. It was also reported that the patient was prescribed by the physician with caudal injection. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing persistent pain over the ipg site. It was also reported that the patient was prescribed by the physician with caudal injection. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing persistent pain over the ipg site. It was also reported that the patient was prescribed by the physician with caudal injection. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing persistent pain over the ipg site. It was also reported that the patient was prescribed by the physician with caudal injection. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing persistent pain over the ipg site. It was also reported that the patient was prescribed by the physician with (B)(6)injection. The patient will undergo a revision procedure wherein the ipg will be relocated.